Event description:
Pathology report confirmed results were negative for alcl.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy device evaluation: analysis of the returned device identified: underweight, opening extended and red particles in the gel and shell. A visual and microscopic analysis was performed which identified sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as a surgical impact opening.

Event description:
Patient representative later reported ¿inflammation on body started¿ and ¿suffering from health problems¿. Patient representative also reported ¿high fever¿; this event is not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma - late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; suspected symptoms of bia-alcl; seroma.

Event description:
Physician reported rupture discovered via ultrasound, seroma, pain, hardness, and stiffness. Physician noted patient has suspected symptoms of bia-alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device has been explanted.